Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: <welfare agricultural cooperative federation chuno kosei hospital> added here due to character limitation in respective field.

Event description:
It was reported the flex deflectable videoscope produced a greenish image. The issue occurred during preparation for use for a therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the bad electrical contact occurred by electrical stress from energizing to image sensor on image sensor unit at the distal end electrical circuit boards and mounted parts in scope connector, accidental static electricity, over current from attachment/detachment while the system was on, etc. Due to above, output of the image signal became unstable which led to defect of image sensor unit. The event can be detected/prevented by following the instructions for use which state: instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.